Event description:
The customer reported a few milliliters of blood and isoton leaked near the piercing station of the lh 500 hematology analyzer. The customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct exposure to the leak was reported. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site for this event. The fse evaluated the instrument and confirmed a leak from the needle bellows of the instrument. The fse then replaced a sticky actuator for pinch valve pv21 (needle bellows drain) to resolve the leak. In conclusion, failure mode of the leak is attributed to a sticky pinch valve pv21 actuator. (B)(4).